Event description:
Per the rn, the pt was on a continuous heparin infusion. She attempted to place the IV pump on "hold" but the IV pump would not go into "hold" mode. She attempted to turn the pump off, and again she was unable to get the pump to power off. The rn was concerned as to whether the pt received the heparin at the rate she had programmed and as prescribed as she noted the aptt results had a decline over the previous six hours of her care. She did draw another aptt after she changed out the pump and restarted the drip. This aptt was also less than the previous even though the pump was now infusing. It is not clear, however, if this was because of the pt's metabolic condition and the rate needed to be increased or if the IV pump was not infusing correctly.

Manufacturer narrative:
To date, the device has not been returned for evaluation. Several unsuccessful attempts have been made to gather more info about the incident. A follow-up report will be issued as more info is known and the pump is returned.